Event description:
It was reported that patient received inappropriate shocks for ventricular tachycardia (vt) due to ventricular sense response (vsr). It was also reported that the patient had previous inferior myocardial infarction. It was later reported that when the patient was seen in the clinic, there were more than 100 vt episodes terminated with atrial tachycardia pacing and most of them involved vsr. It was further reported that the shocks that the patient received contributed to the left ventricular lead displacement and that the patient also experienced light headedness prior to the shocks. The lead also had loss of capture. It was subsequently reported that an attempt to reposition the lead was not possible due to difficulty accessing the auxiliary vein. The lead was removed and the bi-ventricular pacing was turned off. Ventricular sense response was also turned off. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.